Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the device system was explanted in 2018, but the exact date was unknown. The cause of the ins site not healing and whether the issue resolved was also unknown. The patient¿s indication for device use was intractable low back pain after spinal surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported the patient¿s pain improved somewhat after the device was implanted, but the wound at the ins site was not healing. The patient was hospitalized for a period of time to treat the wound. It was unknown if any troubleshooting was performed. The complete device system was explanted in 2018. The patient outcome was unknown. No further complications were reported or anticipated.